Event description:
It was reported the subject device cutting wire broke. This issue occurred during a therapeutic endoscopic sphincterotomy procedure. The procedure was completed with a back up device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.